Manufacturer narrative:
A system service check of the mark v provis injection system, serial number (B)(4), was completed on april 16, 2018 which confirmed that the injector was operating within bayer specifications. The offer of additional clinical applications training has been made to the customer and we are awaiting their response.

Event description:
The customer reported that an alleged over infusion of contrast had occurred while a patient was connected to a mark v provis injection system. In this report it was stated that the injector was incorrectly programmed by the staff, having set it to inject 150ml of contrast instead of 15ml. Intravenous fluids were initiated for rehydration and a urinary bladder catheter was placed for diuresis monitoring purposes. The physician confirmed that the patient is well.